Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was an attempted implant, with the device failing to convert the patient rhythm. Additionally, there was a slight delay due to sensing difficulties. The patient was noted to be suffering from reverse takotsubo syndrome and a pectus excavatum that had been repaired. An intravenous system was implanted at a later date instead. No adverse patient effects were reported. This electrode has been received and is pending analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was an attempted implant, with the device failing to convert the patient rhythm. Additionally, there was a slight delay due to sensing difficulties. The patient was noted to be suffering from reverse takotsubo syndrome and a pectus excavatum that had been repaired. An intravenous system was implanted at a later date instead. No adverse patient effects were reported. This electrode has been received and is pending analysis.

Manufacturer narrative:
Corrected fields: outcomes attrib to adv event field (b2) in section b, adverse event/product problem.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was an attempted implant, with the device failing to convert the patient rhythm. Additionally, there was a slight delay due to sensing difficulties. The patient was noted to be suffering from reverse takotsubo syndrome and a pectus excavatum that had been repaired. An intravenous system was implanted at a later date instead. No adverse patient effects were reported. This electrode has been received and analyzed.